Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. It is unknown whether or not the device will be returned for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, the patient experienced a burn injury during the case. All other information is unknown. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date. Should additional relevant details become available, a supplemental report will be submitted.